Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) does not provide sufficient information about the product and its medical application and the customer did not agree with the statement: ¿the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s).¿ in relation to bardex® i.c. Aquafil for the european community (french size 12,14,16,18,20,22), bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french) and bardex® i.c. 2-way council tip foley catheter trays (no french size specified) and also stated that "no, the benefits of using this product do not outweigh the potential risks" as answer to "do you believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks (i.e., do the pros outweigh the cons)?" In relation to bardex® i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) does not provide sufficient information about the product and its medical application and the customer did not agree with the statement: ¿the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s).¿ in relation to bardex® i.c. Aquafil for the european community (french size 12,14,16,18,20,22), bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french) and bardex® i.c. 2-way council tip foley catheter trays (no french size specified) and also stated that "no, the benefits of using this product do not outweigh the potential risks" as answer to "do you believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks (i.e., do the pros outweigh the cons)?" In relation to bardex® i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french)

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be illegible print & missing print. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) does not provide sufficient information about the product and its medical application and the customer did not agree with the statement: ¿the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s).¿ in relation to bardex® i.c. Aquafil for the european community (french size 12,14,16,18,20,22) (pcn d236512s, pcn d236514s, pcn d236516s, pcn d236518s, pcn d236520s and pcn d236522s) bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french) and bardex® i.c. 2-way council tip foley catheter trays. Also stated no, the benefits of using this product do not outweigh the potential risks when asked if they believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks referring to the pros outweigh the cons in relation to bardex i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Corrections: a, g, h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) does not provide sufficient information about the product and its medical application and the customer did not agree with the statement: ¿the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s).¿ in relation to bardex® i.c. Aquafil for the european community (french size 12,14,16,18,20,22) (pcn d236512s, pcn d236514s, pcn d236516s, pcn d236518s, pcn d236520s and pcn d236522s)bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french) and bardex® i.c. 2-way council tip foley catheter trays. Also stated no, the benefits of using this product do not outweigh the potential risks when asked if they believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks referring to the pros outweigh the cons in relation to bardex i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french). Per follow-up information received via ibc on 15nov2022, customer stated that a leaflet to explain how it was used would be helpful. Booklet did not provide that information for new starters or students.